Manufacturer narrative:
This report is being updated to provide investigation findings. New information will be reported in h6, and h10. A DHR review could not be performed as the lot number was not provided by the customer. In addition, the device was not returned to olympus because it was discarded by the customer. No evaluation could be performed, as the customer did not have the time to search for images from the records. The initial complaint could not be confirmed. On page 2 of the device instructions for use (IFU) shipped with the device, the following information is provided to the customer related to the reported event: "if using the same instrument several times during an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. Do not clean this device with alcohol or with cleaning solutions/ disinfectants containing alcohol. Alcohol may damage some of the needle components." The observed failure is a known phenomenon resulting from the pebax tearing and being detached from the distal needle tip, likely a result of combining use the needle for multiple biopsy's, putting the needle in a range of motion past its intended use, and placing high stress on the distal tip.

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. It was retained by the customer for their internal investigation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the physician, a part of the single use aspiration needle and sheath dislodged while performing an endobronchial ultrasound (ebus) procedure. The physician reported several biopsies were taken during the case (with the same needle) and that it all went well, and nothing abnormal was noted. The patient went home after the procedure, was stable and then and started to complain of cough. Two weeks after the ebus procedure, the patient was seen at the hospital and had another computerized tomography (CT scan), which showed a foreign body at the 4r station (a station that was biopsied). A video assisted thoracotomy (vat) was scheduled approximately 2 weeks after the second CT scan (about a month after may 23) to remove the foreign body. As this procedure involves anesthesia, the patient was to be intubated. They could not intubate the patient due to the foreign body blocking the airway. A bronchoscope was used, and a piece of plastic was visualized (that looked like the needle sheath) lodged in the airway (and poking through) the area at the 4r lymph node station. The sheath was removed and sent to pathology for analysis. The patient is currently healthy, has recovered from the incident and is considered ¿¿fine¿¿ by the physician.